Manufacturer narrative:
(B)(4). The complaint for the use error of changing out the cassette but not the bags was confirmed. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During a call to global technical service (gts) for assistance with an alarm on the home choice (hc), a home patient (hp) revealed he had changed out the cassette but the not the bags. Gts explained that once the setup was complete everything must be changed. Gts advised the hp to setup with all new supplies. Product surveillance (ps) spoke with the hp, and advised the setup would be contaminated and all the supplied should be changed out. The hp was able to complete therapy successfully after starting over with new supplies. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information is becomes available.